Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (500 mcg/ml at 104 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2018 the hcp reported that the patient¿s pump went empty in (B)(6) 2018. The therapy was intentionally discontinued. The patient did not want to refill it. On (B)(6) 2018 the patient went into the hospital for a uti (urinary tract infection) and the hcp stated that she interrogated the pump to confirm it was empty. The patient at that time stated he did not have any spasms, so he did not need the pump refilled. Last week ((B)(6) 2018) the patient had increased spasticity and wanted to resume the intrathecal therapy. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the healthcare professional who reported that the patient had a follow-up appointment scheduled for (B)(6) 2018 for interrogation and refill. No further complications were reported/anticipated.